Event description:
The customer reported the ventilator would not stay on when powered up. The customer reported to the manufacturers field service technician that the device had been in use on a patient and was plugged into ac power and the ventilator alarmed and shut down. The customer reported there was no patient harm. The service technician reported before powering on the ventilator, he checked the unit and found the circuit breakers off. The service technician reported the breakers were reset and the ventilator was then powered on. The service technician reported the unit powered on via backup battery and there was no ac mains led lit. The service technician checked the ac outlet the ventilator was plugged into and noted it was a gfi outlet. The service technician pushed the gfi reset button and the ac outlet was functional. The ventilator ac mains led was lit indicating ac power to the unit. Performance verification testing was completed and the backup battery testing failed due to low voltage specifications. Review of the ventilator diagnostic log verified the device had been in operation on backup battery power and the backup battery functioned until it depleted as a result of extended use, at which time the ventilator will shut down and alarm as specified due to loss of power. The service technician replaced the backup battery and applicable final testing passed. The customer reported to the field service technician that they do not keep the ventilators plugged into ac when not in use as required for charging the battery. The service technician recommended to the customer that the maintenance of the backup battery be followed as required. This event is being reported as a user error due to failure to maintain the backup battery as specified. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued or the ventilator reconnected to an operational ac power source.